Event description:
The customer states that the cell-dyn 1700 analyzer generated an initial platelet result of 14 k/ul. A redrawn specimen yielded a platelet value of 233 k/ul. Pt info regarding age, gender, and weight was not attainable. Suspect results were not reported from the lab. No impact to pt management was reported.

Manufacturer narrative:
Investigation summary: in 2007, the customer reported that the erratic results for platelets were recovered on a cell-dyn 1700. Customer states that the cell-dyn 1700 analyzer generated an initial platelet result of 14 k/ul. A redrawn specimen yielded a platelet value of 233 k/ul. No troubleshooting was done. The customer technical advocate (cta) instructed the customer to check and clean syringes, then run a precision with fresh whole blood. The cta also recommended massaging tube through values 2-7 and 2-5. No customer data was rec'd, and therefore instrument flagging for erratic results is unk. During the f/u call, made the following month, customer said there were no further instances of incorrectly reported results and felt that troubleshooting helped the problem. Operator's manual (03h58091, rev d, page 10-9) provides general instructions on troubleshooting. The customer action of repeating the sample was in accordance with the suggested actions given on page 3-23 for dispersional data alerts (repeat the sample or contact the physician or perform a smear review). Trending: a review of complaint reports, for the period november 2006 through april 2007, did not indicated any adverse trend for cell-dyn 1700, list base 03h53-0 for issues with discrepant results. Labeling: the event is addressed in the cell-dyn 1700 sys operator's manual, 03h598-01, rev d, section 3: principles of operation; parameter flagging messages; p. 3-23 section 10; troubleshooting and diagnostics: p. 10-9. Conclusion: the issue was resolved by cleaning the syringe and massaging the tubing on the cell-dyn 1700 analyzer with no new instances of incorrectly reported results observed. The customer did not provide pt printouts of the data for further analysis into the possible causes or check for the presence of any analyzer generating flagging for suspect results. No conclusion can be drawn. This is the final report.